Event description:
The initial attorney report alleged purulent drainage, abscess, non-surgical explant. The following is based on the medical records provided by the pt's attorney: on (B)(6) 2006 - repair of upper midline incisional hernia with a composix kugel mesh. On (B)(6) 2006 - presents for excision of composix kugel mesh due to a deep surgical site infection. Reportedly, purulence fluid was evacuated from the entire subcutaneous and supra fascial portion of the previous closure, purulence was also identified beneath the mesh. The purulence was irrigated and a collamend graft was placed. On (B)(6) 2006 - presented to md's office with abdominal pain and discharge. She was referred to the emergency room for a CT which confirmed fluid collection suspicious for an abscess, blood cultures were negative. She was treated for pain and discharged home. On (B)(6) 2006 - office visit the mesh was noted to be exposed. Her wound vac was replaced. On (B)(6) 2006 - presents to md's office with drainage and odor. Reportedly, "the graft has separated from the fascia with purulence beneath and above, no erythema and bowel beneath with granulation tissue." The collamend graft was excised in the md's office. On (B)(6) 2006 - follow up visit, pt doing well with granulating tissue, no erythema. Wound infection mostly clear. On (B)(6) 2007 office visit notes recurrence of incisional hernia, surgery is not scheduled at this time.

Manufacturer narrative:
Initially, one event was previously reported by the pts' attorney. However, review of the medical records showed there to be an additional implant and postoperative event. Based on the information available at this time, no definitive conclusions can be made. The medical records indicate the pt developed a wound infection. While it appears the collamend graft was implanted into a contaminated environment, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A manufacturing review that included review of sterility records was performed and did not find evidence of a manufacturing related cause for the alleged event. Additionally, no sample was returned for evaluation. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.